Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the balloon ruptured occured. A 3.50mm/140cm/1.5cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. No patient complications were reported.